Event description:
Pt on 6l ncvia oxygen e-cylinder with gauge reading approx. 1100 psi. Pt spo2 94% @ 10 minutes of recumbent stepper @ 12 minutes pt stated "some-thing's not right". Spo2 905 - switched oxygen tanks spo2 94%. When pt called to therapist for assistance the guage on the oxygen tank became utilized by the pt. Read 1100 psi. Pt spo2 had 90% oxygen tank switched out for new full one. Upon disconnect tank guage slowly dropped to empty or o with no flow coming from tank. Pt spo2 on new tank quickly returned to 94% and pt completed exercise session without further incident.